Event description:
An olecranon plate was implanted on (B)(6) 2013. On (B)(6) 2014, the patient reported pain to the doctor. The plate was broken at the level of the non union and was explanted, along with 13 screws, on (B)(6) .2014

Manufacturer narrative:
Add'l mdrs associated with this event: MDR 3025141-2014-00032: 70-0315, plate; MDR 3025141-2014-00033: screw 1; MDR 3025141-2014-00034: screw 2; MDR 3025141-2014-00035: screw 3; MDR 3025141-2014-00036: screw 4; MDR 3025141-2014-00037:: screw 5; MDR 3025141-2014-00038: screw 6; MDR 3025141-2014-00039: screw 7; MDR 3025141-2014-00040: screw 8; MDR 3025141-2014-00041: screw 9; MDR 3025141-2014-00042: screw 10; MDR 3025141-2014-00043: screw 11; MDR 3025141-2014-00045: screw 13.